Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The deflation issue and difficulty removing the stent delivery system(sds) were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation issue and patient effects; however, the difficulty removing the sds, shaft separation and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of myocardial infarction and death, as listed in the xience pro everolimus eluting coronary stent system electronic instructions for use (eifu) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The stent delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the ostial bypass graft to treat instent restenosis/thrombosis, after several pre-dilatations with a nc balloon at 20 atmosphere (atm), the 3.5 x 48 mm xience pro 48 stent was advanced and implanted at 12 atm; however, the balloon did not deflate and the device became stuck. Unsuccessful attempts were made to inflate and deflate the balloon, so an attempt was made to retract the sds, but it separated at the distal shaft and remained inflated in the vessel. After 3 hours of unsuccessful attempts using snares and biopsy grippers to remove the separated portion, the separated portion was successfully removed using a single snare device. The state of health of the patient had declined due to myocardial infarction and the patient subsequently expired. No additional information was provided.